Event description:
Philips received a complaint on the intellivue mx700 patient monitor indicating that no alarm has been triggered, problem with blood pressure taking. It is unknown if the device was in clinical use on a patient at time of event, there was no adverse event

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). The following functional tests and communications were performed: a philips remote service engineer (rse) spoke to the customer, and confirmed that the device did alarm and was able to take nibp. The customer stated there was no problems and solved the issue on their own. Asked to closed the case. No further information provided. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.